Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The customer did not request getinge service in connection with this event. However, the customer has advised us that there was no issue or malfunction of the iabp. No further investigation is required.

Event description:
Customer reported via intake form on (B)(6) 2018 that while inserting the intra-aortic balloon catheter (iabc) during cs300 intra-aortic balloon pump (iabp) therapy, it was observed that the abc was loose feeling and did not fit into the 8 fr sheath smoothly. When it partially went in, the iabc was filled with blood inside and ruptured. A new iabc from the same lot was used and therapy was initiated. Subsequently the patient expired two days later. The customer has advised that the patient's death is not attributed to the iabp and no malfunction of the iabp was reported. Medwatch report #2248146-2018-00705 has been submitted in relation to the involved intra-aortic balloon catheter.